Event description:
It was reported that during a ptca/stent procedure, a stent strut was found to be flared during preparation, but the stent was used anyway (contrary to instructions for use). The stent delivery system was advanced without success and subsequently pulled back when resistance was met. The stent was lost in the coronary vasculature. The stent was retrieved with a snare. No pt injury was reported.